Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the threaded actis inserter broke.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, " it was reported that the threaded actis inserter broke. Please send replacement to hospital. No additional information". The product was returned to j&j medtech orthopaedics for evaluation. It is important to mention that only the retaining inserter sub assembly was returned. Visual analysis of the returned device found that the threaded tip of the inserter was broken and stripped. The broken fragment was not returned for evaluation. Additionally, the device presents impactions marks on the lower part of the proximal end. The observed conditions of the device are consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated; or by assembling the device in a misaligned position, heavy usage and impacted the device in areas that are not intended to be impacted. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining inserter subassembly would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Corrected: h3